Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was alleging possible pump under delivery. Customer's blood glucose value was 300 mg/dl at the time of the incident, current blood glucose was 278 mg/dl. The customer was assisted with troubleshooting. The drive support cap appears normal. Customer will be returned device for analysis.

Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within specification and passed the unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted.